Event description:
It was reported that the catheter was not patent and was ¿sluggish,¿ which was reportedly why the system was replaced.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was experiencing withdrawal symptoms. It was unclear as to when these symptoms began. The symptoms became more prominent some time after the pump replacement on 2014 (B)(6). The x-ray and CT scan were completed on 2014 (B)(6) or 2014 (B)(6) (friday or saturday). The physician called the manufacture representative on the morning of 2014 (B)(6) and stated he did not see anything obvious with the catheter or connections. The patient was admitted to the hospital and was on a morphine drip. The cause of the event remained unknown. The cause of the event was not due to programming. The doctor did question whether the drug he had ordered was the potential issue, but felt that it was more likely the pump or catheter. No evidence that the event was due to drug effects. The patient had a surgical intervention on 2014 (B)(6) and the physician replaced both the catheter and pump. The doctor attributed the event to either the pump or the catheter. The pump showed no motor stalls but the physician still wanted to replace the entire catheter. The catheter was at least 6 years old according to the patient and the physician. While it showed no tears, kinks, or disconnects; it was also replaced. The patient's status at the time of report (2014 (B)(6)) was alive- no injury. As of 2014 (B)(6) in the morning, the patient was doing well and was receiving effective therapy. The pump system was delivering morphine and bupivacaine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).